Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent lack of right ventricular (rv) pacing and long pauses were observed on the electrogram (ECG). Upon interrogation of the device system, all lead measurements were within acceptable limits, with no noise present. The patient's physician suspected an intermittent lead malfunction due to possible first rib clavicular crush or a very tight suture sleeve. An invasive revision procedure was performed and the rv lead and device were successfully explanted and replaced. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The complete lead was returned. The helix was extended, stretched and had dried body tissue entwined in it. The conductor coils were noted to be deformed 52-56 millimeters (mm) from the terminal pin. This damage was attributed to a grabbing tool. The conductor coils were also stretched 52-80 mm from the terminal pin. There were numerous cuts noted in the insulation throughout the lead. An abrasion was seen 192-195 mm from the terminal pin. The damage was distal to and under one of the two suture sleeves that were on the lead. Insulation between anode ring and helix housing was twisted. Testing on the lead was performed. A stylet was not able to be inserted past 192 mm from the terminal pin. The lead was determined to be electrically continuous. It was determined that the clinical observations could have been caused by the damage that was seen on the lead.

Event description:
The lead was returned for analysis.